Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine checks, it noted that the pump had developed a helium leak. The helium pressure steadily fell without being used. No patient involvement reported.

Event description:
It was reported that during routine checks, it noted that the pump had developed a helium leak. The helium pressure steadily fell without being used. No patient involvement reported.

Manufacturer narrative:
(B)(4). The reported complaint of "leak in helium supply" is not able to be confirmed. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.